Event description:
The pt heard a sudden burst of sound on date of event. Since then, she has been able to hear only intermittent sound occasionally. Since 2 months after date of event, no further sound has been heard. Testing confirmed that the device has malfunctioned.